Event description:
It was reported post the (B)(6) 2024 implant procedure, the patient experienced vomiting, diarrhea, and urination due to adverse reaction to the medication administered post-op. As a result, the patient was hospitalized. The patient was released from the hospital on (B)(6) 2024 and is now in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.